Event description:
During a remote follow-up, episodes of post-sensed t-wave oversensing (pstwo) were observed on the device. Additionally, expected echocardiogram (ECG) were not present via remote monitoring. Technical support was contacted and recommended reprogramming to resolved the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.